Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood/body fluid noted in the outer tubing overlay, damaged at implant. The blood in the overlay tubing most likely prevented the lobes from functioning properly.

Event description:
It was reported that during implant attempt, the lobes did not function properly when exercised outside of the patient's body. The lead was not implanted. There were no patient complications reported as a result of this event.